Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. It was reported that routine magnetic resonance imaging (MRI) was performed post procedure showing the rectum had spaceoar hydrogel in it. The images confirmed that there was an anterial lateral dissection of the rectal wall. There were no patient complications reported as a result of this event. Reportedly, the patient will be on androgen deprivation therapy (adt) for now. Additional information received on february 19, 2021 states the procedure was done under monitored anesthesia care (mac).

Manufacturer narrative:
Additional information: block b5, incident narrative. Block d4, h4: the complainant was unable to provide the suspected upn and device lot number. Therefore, the manufacture date and expiration date are unknown. E1: additional physician reported: (B)(6). Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspected upn and device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. It was reported that magnetic resonance imaging (MRI) was performed post procedure showing the rectum had spaceoar hydrogel in it. The images confirmed that there was an anterial lateral dissection of the rectal wall. There were no patient complications reported as a result of this event. Reportedly, the patient will be on androgen deprivation therapy (adt) for now. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.